Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 11/19/2021 (previously submitted as ni) additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a mini cap on the female connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. There was evidence of solvent on the threads of the insert chip. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.